Event description:
It was reported that a malfunction code was displayed on the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support provided guidance to reset the pump, and the malfunction did not recur following the reset.